Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 6.0mm x 40mm x 135cm sterling¿ balloon catheter was advanced for dilatation. However during first inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a peripheral cutting balloon. No complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood in the wire lumen. Microscopic inspection revealed a burst in the balloon material, 20 mm in length. Inspection of the remainder of the device revealed numerous kinks in the hypotube. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 6.0mm x 40mm x 135cm sterling¿ balloon catheter was advanced for dilatation. However during first inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a peripheral cutting balloon. No complications nor injuries were reported.